Event description:
Pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to address the issue, which involved inspecting and cleaning the pump's pneumatic tap area, ensuring the cartridge was properly attached, and successfully completing the load process to resume insulin delivery.